Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Concomitant medical products: biomet microfixation tmj system left standard mandibular component, 45mm, catalog #: 24-6546, lot #430220a; biomet microfixation tmj screws, catalog #: ni, lot #: ni, therapy date: unknown. Clinical review of the complaint was provided. It was concluded that the nerves did not "wrap around the screws," but rather the screws were most likely placed on the nerves. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00778

Event description:
It was reported by the patient that she is now suffering from palsy on the left side. The patient advised she has not been able to open her mouth to eat real food since the devices were implanted. The patient states she experiences pain "24/7." She says her surgeon told her upon review of her scans it appears the "nerves have wrapped themselves around the screws." He recommended a revision of the implant. The patient does not want to have a revision of the implant. The patient states the surgeon "did not put my face back on so it is even with the right side." No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. No non-conformance was identified for this part and lot. The complaint is non-verifiable and the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: facial nerve dysfunction the IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Expiration date was corrected from dec 1, 2017 to jun 1, 2015. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00778-1.

Event description:
This follow-up report is being submitted to relay additional information.